Event description:
Info received suggests that a knightstar 330 stopped cycling while in use on a pt. Customer did not release add'l info about the incident, except that there was no pt harm.

Manufacturer narrative:
Unit was not returned to npb for evaluation; should the unit be returned, a follow up report to the FDA will be submitted.